Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's main board and blower motor will need to be replaced to address the issue. The customer requested no repairs to the device.